Event description:
Nurse was giving blood to patient when we discovered a leak in the tubing. Leak was located at the lower point where the blood chamber and the tubing meet. Tubing was changed and blood administered. Later that afternoon, blood was given again, in new tubing. An area of leakage was again noted, at the same location. Tubing was changed. Two days later, I was giving the patient blood when I noticed a leak in the brand new tubing he was getting his blood through. Tubing was clotted off, and blood was almost done, so I quickly finished the transfusion.all the replacements were from the same lot.

Event description:
Nurse was giving blood to patient when we discovered a leak in the tubing. Leak was located at the lower point where the blood chamber and the tubing meet. Tubing was changed and blood administered. Later that afternoon, blood was given again, in new tubing. An area of leakage was again noted, at the same location. Tubing was changed. Two days later, I was giving the patient blood when I noticed a leak in the brand new tubing he was getting his blood through. Tubing was clotted off, and blood was almost done, so I quickly finished the transfusion.all the replacements were from the same lot.